Event description:
It is reported that the locking ring would not spread apart to accept the liner. The surgeon used a different shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.